Event description:
It was reported that a patient presented to clinic for follow up, the atrial lead exhibited high pacing impedance and high threshold. The atrial lead was capped on replaced with a new lead on (B)(6) 2025. The patient was stable throughout the procedure.